Event description:
It was reported that old pisces quad leads were to be replaced by vectris 1x8 leads. It was noted that the patient already had the ins from previous surgery. Additional information reported that the device was explanted on date of report. It was noted that it was ¿completely¿ explanted and ¿nothing replaced.¿ additional information reported that the ¿system was totally explanted.¿ additional information reported that the system was removed for ¿MRI¿ purposes.

Manufacturer narrative:
Product ID: 3487a-56, lot# j0211554v, implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).